Event description:
Patient was revised to address loosening of the stem and glenoid fin.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Review of the as400 system show that other devices from lots x3bdp1 and u82c81 have been delivered and can be reasonably concluded implanted without issue as not further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.